Event description:
The patient presented in-clinic after receiving a vibratory alert. Upon investigation, high pacing impedance and a loss of capture were observed on the left ventricular (lv) lead. Lv lead damage was suspected, but could not be confirmed to be the cause of the event. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were high lead impedance, failure to capture and insulation material break. As received, a complete lead was returned for analysis. The reported events of high lead impedance, failure to capture were confirmed. While no insulation damage was confirmed, a lead fracture was found during analysis. Electrical testing and visual analysis noted the connector boot was bent / damaged where the ring electrode cable 1 and the ring electrode 3 were fractured and separated at the connector boot region. The cause of the reported event was isolated to the fracture and separation of the cables. All other damages found are consistent with procedural damage.